Manufacturer narrative:
Additional information was added to h3, h4, h6. H4: the lot was manufactured from july 14, 2020 - july 15, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph, which displayed fluid contained inside the bladder. The photograph suggested, a no flow condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause is user related. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The reporter stated that the pump was attached to the patient for two days. Upon disconnection, the nursing staff noted that the device had not infused. The device had been filled with 5000mg fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.